Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/23/2021. H3 evaluation: additional information (specification: min 120n). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/7/2021. H3 evaluation: complaint sample was received from the customer for evaluation. After opening the primary pack, the drain was received in two. There were black particles inside the drain and inside the pouch. On the basis of sample receive, it can not determine what force was used to pull the drain out during surgery. However, the tensile of drain was done and was broken at 139n force. The root cause was not determined. Evaluation of retain sample was not done as the lot number is not specified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested and was obtained. Date of bile duct procedure? (B)(6) 2021. Were there any anomalies with the drain: appearance, damage or function prior to placement? No. How was the drain secured? Skin seam for fixation. Did the drain function as intended? Yes. Were any issues noted with the drain during use? No. Were there any anomalies with the drain: appearance, damage or function while in use? No. What is the surgeon¿s opinion of the impact of the drain on the patient consequences? Re-op. Additional information was requested however not received. If further details are received at a later date a supplemental medwatch will be sent. Patient¿s current status? No consequential damage. Lot number of drain? Date of drain removal/event? No device will be returned. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a bile duct procedure on (B)(6) 2021 and a drain was used. When the drain was removed, it broke and part of it remained in the abdomen. The patient was re-operated to remove the piece. Additional information has been requested.